Manufacturer narrative:
Pt identifier not available from the site per hospital policy. No parts have been received by the MFR for analysis.

Event description:
A medtronic rep reported that, during a spinal fusion procedure, the spine driver instrument broke. The driver broke while placing an s2 screw sized 9.5 x 90. It was noted that the bone was particularly hard and dense on this pt. The surgeon retrieved the broken piece from the pt without issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on pt outcome.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the tip of the instrument has broken off. The reported event was confirmed. Per the event description, the most likely cause was that the patient had "particularly hard and dense" bone leading to excessive force applied to the instrument. The device was replaced to resolve the issue.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.